Event description:
Ciba clear care contact cleaning solution (3% hydrogen peroxide) was used as a multi-purpose contact lens solution due to misleading packaging/insufficient warning labels. Use caused severe pain/chemical burns/swelling/redness of left eye upon insertion of a contact lens stored in this cleaning solution. [Dose or amount: two drops, once.]